Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. It is reported customer experienced a defective locking mechanism. Verbiage received: "a 21 gauge vacutainer safety did not engage and broke off after a blood collection."